Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. A masimo representative visited the customer site and used a welch allyn temperature tester on the root with the reported issues. The temperature was 36.3c, which is what it is calibrated to.

Event description:
The customer reported inaccurate temperature readings. No consequences or impact to patient was reported.